Event description:
Philips received a complaint from the customer on the v60 device indicating that touchscreen is not responding. The system was not in clinical use; there was no reported harm to patient/user. The device was removed from service. The manufacturer's field service engineer (fse) visited the site and confirmed the issue. During troubleshooting, the fse identified that touchscreen is unresponsive to touch, nor does it pass calibration. The issue was resolved by replacing the touchscreen.

Manufacturer narrative:
H10. The removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the touch screen and reported the touchscreen glass was cracked. A touch screen with cracked or shattered glass cannot be tested due to the glass having a resistive coating, which if broken makes the touch screen nonfunctional and presents itself as a safety risk. Touchscreen with cracked or shattered glass has resulted in a non-usable touch screen. H11. Updated contact information and contact office entity.